Event description:
The customer reported that the system displayed a low ma error. No pt involvement. The system was just installed.

Manufacturer narrative:
(B)(4). The ge service rep checked the ma null, differentiator wave form, and performed a battery test and could not duplicate the problem. The unit went thru an extensive amount of use on (B)(6) 2009. Also, the physicist performed extensive testing. Towards the very end of his tests is when the low ma occurred resulting in a low ma error. The system functions as intended.